Event description:
It was reported that during device implant procedure, an insulation anomaly was observed on the previously capped lead when the pocket was opened. Lead was cut and recapped. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.